Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor indicated that the trocar was leaking air after removing a 10mm instrument from the trocar. There were no patient consequences. Case completed with the original trocar.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria was met before this batch was released for distribution.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.